Event description:
Reporting status: malfunction. Reporting rationale: failure to deflate has caused or contributed to patient injury previously. Device issue: failure to deflate. It was reported that the stent was deployed at 16 atm in the tortuous cx medial. There was difficulty removing the stent delivery system (sds), as the balloon was not completely deflated. After trying to deflate further, and maneuvering the guiding catheter and the sds, it was eventually removed. After removal from the patient it was noted that the balloon was not completely deflated. The procedure was successful, and the patient did not suffer any adverse effects. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system was returned with blood visible in the guide wire lumen and on the balloon. There was fluid visible in the inflation lumen. The balloon had loose folds. The used inflation device was not returned. There was no damage noted. A new indeflator was used with a 1:1 mixture of renografin 60% and water, pressurized the balloon to 16 atms and then measured the deflation times. These met manufacturing criteria. The balloon deflated flat each time. No other damage was noted. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that after successful deployment of the rx vision, the balloon could not be completely deflated. Quality assurance analysis of the returned catheter noted that there was fluid visible in the inflation lumen and the balloon was loosely folded, as if it had been previously inflated. There was no damage noted to the catheter. The inflation device used in the case was not returned for evaluation. A new indeflator with a 1:1 mixture of renografin 60% and water was used and the balloon was pressurized to 16 atm and the balloon deflation time was measured three times. All times were within specification. Each time the balloon deflated flat. Analysis of the returned device was unable to verify or replicate the reported inability to completely deflate the balloon. The device manufacturing records for this lot were reviewed and there were no non-conformanities associated with this lot. Additionally, the release testing data was reviewed and the balloon deflation data indicates that all samples passed and were well within specification. Since lab analysis cannot replicate, the exact circumstances of the procedure, it is possible that the dilution of contrast used, the tortuous anatomy, and/or the position of the rx vision within the guiding catheter and the lesion may have contributed to the reported difficulty in deflating the balloon; however, there is no indication of a product quality issue. This MDR is considered closed by the product performance group.